Event description:
The customer reported the scope failed leak testing. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the coating on the insertion section was peeling. The reported event (leak) was also confirmed. The bending section cover had pinholes which resulted in leaks. In addition, the conduction test failed, the adhesive on the bending section cover was cracked due to deterioration, the distal end cover was dented and scratched due to handling, and the light guide lens was chipped, dented, and scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device inspection results observed the following: the a-rubber cracked; and coating on the insertion section was peeled. Physical stress and/or chemical stress were presumed as cause. Regarding physical stress, the following can be noted: the insertion section was touched and rubbed by mouthpiece. The subject device was used for procedure while the insertion section was not smoothly passed through endotracheal tube. Regarding chemical stress, the following can be noted: water-insoluble anesthetic spray for pharyngeal area, such as xylocaine spray, was directly sprayed to the insertion section. The subject device was reprocessed with non-olympus recommended disinfectant. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿important information ¿ please read before use: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a low-foaming and neutral ph detergent that is labeled for use on medical device, which may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories.¿ olympus will continue to monitor field performance for this device.